Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the keyboard pad was missing and the device was contaminated. It was also noted that the upper and lower cases were contaminated, the battery release, lead flex cover, and battery drawer were contaminated, the ring cover and two side bail covers were broken, the battery contacts were compressed and the ring and one side bail were bent.

Event description:
It was reported the epg (external pulse generator) had blood spilled on it, which migrated under the front/top panel. The panel was removed and discarded. All blood products were removed from the device by cleaning and sanitizing. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.